Manufacturer narrative:
The customer¿s report of an underinfusion (gap in treatment) was not confirmed. Analysis of the pcu event log shows that the device was in use and infusing a custom concentration of treprostinil 2 mg/250 ml at a rate of 16.2ml/hr (dose 32 nanograms/kg/min). At 10:22 pm on (B)(6) 2017 the vtbi was changed to 248ml, which would infuse over 15.3 hours at the programmed rate. At 11:02 am on (B)(6) 2017, the dose was changed to 30 nanograms/kg/min, making the rate 15.2ml/hr. At 1:54 pm, the primary infusion completed and the system alarmed for callback after infusion. At 2:19 pm, the device was channeled off, shutting down the system. The volume recorded as being infused during this period was 247.999ml. The event log does not show the bag being barcode scanned and initiated at 5:55 am. The starting volume of the fluid container cannot be determined through device logs. The pump module and disposable set were not returned for investigation. The root cause of the reported event was not identified. Devices not received, log review only.

Event description:
The customer reported that a patient was receiving a continuous infusion of treprostinil 2mg [30 -32 ng/kg/min] + sodium chloride 0.9% 248ml (totaling 250ml) that was being titrated and programmed to infuse at 16.1ml/hr for 15.4 hours. It was reported that the bag was barcode-scanned and initiated at 05:55. Later that day, the infusion was reprogrammed at an unspecified time to 30 ng/kg/min (15.2 ml/hr). At approximately 14:20 the patient was found to have fallen, and a code blue was called. At this time, the facility's care team noticed that the treprostinil bag was empty and a new bag was started; a gap in treatment had occurred. When asked if there was patient harm, the customer stated "it is not clear that there is a direct connection to the event. The etiology of the status post-event is likely multifactorial." There was no report of lasting harm.